Event description:
It was reported that the patient was experiencing pain that progressively got worse. Her knee would "give away." She developed a rash around the knee area and her surgeon determined it was a nickel allergy. She had a revision surgery on (B)(6) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left triathlon knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.